Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Previous emdr reported rupture. Upon receiving device information, it was found that device is non-PMA approved, hence rupture is being unreported. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4.

Event description:
Previous emdr reported rupture. Upon receiving device information, it was found that device is non-PMA approved, hence rupture is being unreported.